Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009.

Event description:
It was reported that there was possible intermittent loss of capture on the left ventricular (lv) lead. It was noted that the lv capture management was off at the time. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.